Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The reported healthcare facility, address and phone number: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022, that an ultraflex tracheobronchial covered distal release stent was to be implanted in the bronchial tree to treat a stricture during a stent placement procedure performed on an unknown date. Prior to procedure, while unpacking the ultraflex tracheobronchial stent, it was noted that the shaft was extremely bent, and the black stent deployment suture was partially unraveled. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the complainant and showed the delivery shaft was bent and the ultraflex tracheobronchial stent was partially deployed on the delivery system.